Event description:
It was reported that during a da vinci-assisted ventral hernia tapp surgical procedure, the force bipolar instrument was not opening properly and would close on tissue at times. The procedure was completed with no reported injury. There was a procedure delay of less than fifteen minutes. Intuitive surgical inc. (Isi) followed up with the robotics coordinator and confirmed that the force bipolar instrument was inspected before the ventrial hernia tapp procedure started. The surgeon was using the force bipolar instrument on a vessel. The target tissue was the omentum. The force bipolar's jaws were stuck closed on the tissue but opened after repetitive toggling at the surgeon side console. There was no unexpected tissue removal, no adverse event and no bleeding was observed. The force bipolar instrument was not in strong grip mode, no abnormalities were noted, and no collisions occurred with any other instruments.

Manufacturer narrative:
Based on the claim of closing issues against the force bipolar instrument by the customer, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The customer reported issue of the force bipolar instrument not opening and closing properly was confirmed and replicated. The force bipolar instrument was analyzed and found to have moved intuitively with full range of motion in all directions. The force bipolar instrument's grips opened and closed properly. However, the force bipolar instrument was found to have a bent grip, causing grips to not seat properly around the grip pin. Additionally, the force bipolar instrument was found to have a frayed grip cable at the distal end. The force bipolar instrument also had a segment of the conductor wire sticking out from the yaw pulley. The conductor wire protruded above the outer surface of the main tube. The wire insulation was not damaged, and the force bipolar instrument passed an electrical continuity test. The probable root cause of the force bipolar instrument being stuck on tissue is attributed to either device design or use conditions. The force bipolar instrument has a ¿strong¿ mode and strong forces (i.e., rotational) applied to the instrument grip tips while grasping or pulling could displace and/or bend their proximal end. If a grip tip is displaced, it may be possible for the conductor wire to interfere with its backend and prevent the grips from opening. The grip can over rotate due to grasping/pulling plus lateral loading action during the instrument¿s surgical application. Dislodged grip tips can also occur while performing ¿off-label¿ surgical applications, such as needle bending/driving and suture snapping, causing collisions. Also, common causes of frayed grip cable at the distal end are attributed to a component failure. Cable breakage, whether partial or full, may be attributed to reduction in ultimate strength of the material, which may be the result of damage to the cable through external collisions, during use, or during reprocessing. This complaint is considered a reportable event due to the following conclusion: it was reported that tissue was stuck in the force bipolar instrument's jaws when the instrument failed to open. Medical intervention may be required in the event that the instrument fails to unclamp/release from tissue when commanded by the user or system. At this time, it is unknown what caused the unclamping event to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.